Event description:
It was reported that the patient had been hospitalized due to an open wound in the pulse generator pocket. The attending physician cleaned and debrided the pocket and then closed the wound. The system remains implanted. There were no additional adverse events reported.